Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer failed the final functional test due to due to battery related failures. It was noted that the analyzer was not working properly and the battery clip has a loose contact. The analyzer was replaced. The new analyzer then passed all the final functional, electrical, and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The analyzer was returned for evaluation as an associate product and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.